Event description:
The customer's family member alleged that due to the "not ok" message, the customer was hospitalized for taking too much insulin. The family member was educated on use of the meter. No other info was provided.